Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a rash after undergoing a surgery for cystocele and rectocele repair using a veritas graft. The cause of the rash was further described by the physician as associated with a latex allergy, however, this was not confirmed and there was no mention of what latex product was used during the surgery. During the surgery, the doctor placed a veritas graft on a patient both anteriorly and posteriorly to repair both cystocele and rectocele. The patient was hospitalized overnight postoperatively with a foley catheter in place. The patient was discharged home the next morning. On postoperative day two (about 48 hours after the procedure) the patient called the office complaining of a painful, red, itchy rash with vesicles forming all around her vulva, buttocks, upper thighs and lower back. The patient was seen in the office and prescribed a topical steroid and oral benadryl for treatment. Over the course of ten days, the rash cleared and was completely healed at her 14 day follow up visit in the office. No additional information is available.